Event description:
It was reported that the procedure was cancelled. A 12x60x120 epic stent was selected for percutaneous transluminal angioplasty (pta). During the procedure, when the physician attempted to advance the stent, strong resistance was felt due to curved and calcified lesion. Consequently, the physician could not deploy the stent and the procedure was cancelled. No complications were reported, and the patient was normal post-procedure.